Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set secondary tubing backed flowed into the primary tubing during use. The following information was provided by the initial reporter: "the issue, as I understand it, is that the secondary tubing solution was backing up into the primary tubing and not flowing down into the primary set and through the pump."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-feb-2023. H6: investigation summary one used and 2 unused samples model 2420-0007 and 2 used and 1 unused sample model ms3500-15 was returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The primary sets were primed with normal saline and the secondary sets were primed with blue dye water. An infusion run was performed at 125 ml/hr for 1 hr. No back flow was observed. The customer complaint that the secondary tubing solution was backing up into the primary tubing was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 2420-0007 lot number 22105672 was performed. The search showed that a total of 86403 units in 1 lot number was built on 27oct2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model ms3500-15 lot number 22109215 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13oct2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A DHR was performed on the possible lots for the used samples received: a device history record review for model 2420-0007 lot number 22115224 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22115269 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22115281 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22115316 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22115318 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22115339 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22115340 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22115372 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22115373 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22115422 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set secondary tubing backed flowed into the the primary tubing during use. The following information was provided by the initial reporter: "the issue, as I understand it, is that the secondary tubing solution was backing up into the primary tubing and not flowing down into the primary set and through the pump."